Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument broke during normal procedure. Instrument is less than a month old, and never been used. During normal load while tensioning the forceps on a weber b fracture the tip broke. The tip of the forceps broke instantly when trying to achieve reposition of the weber b fracture. No harm to the patient. No prolongation time of surgery, no reoperation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The visual inspection of the returned reduction forceps revealed one prong was broken off. The investigation regarding the manufacturing documents shows conformity to the specification. The broken surface is homogenous what indicates material conformity as well. The exact cause of failure cannot be determined. The complaint condition is likely the result of too much applied mechanical force well beyond its calculated design during use caused the breakage. Neither a design nor e manufacturing related issue could be identified on the returned item. The complaint was determined to be indeterminate.

Manufacturer narrative:
A device history record review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.